Event description:
It was reported that blood leakage was observed from the thermistor connector. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that heavy blood residue was visible at the thermistor connector. A slit was found, 0.05 inches in length, at the 12.3 cm area (distal of the thermal filament) which entered into the thermistor lumen. Another slit was found, 0.08" in length, at the 24.3 cm area ( proximal of the thermal filament ) which entered into the proximal infusion lumen. A CAPA is in process for slit in catheter body related to blood leakage.